Manufacturer narrative:
Intuitive surgical, inc. (Isi) received, the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of broken pitch cable to be related to the customer reported complaint. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations confirmed the customer reported complaint. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that after an unspecified da vinci surgical procedure, the tenaculum forceps instrument was found to have a frayed cable. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.